Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had been a good performer. An x-ray shows the clover leaf being detached from the lead wire. On testing the device, the ground path impedance could not get recorded. To date it is not known whether the pt had an accident or impact.